Event description:
This report is based on information provided by philips engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that device has capacitance failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
No philips fse has evaluated the device. It was found by remote philips engineer (rse) that the device's capacitor was defective, which led to its replacement. This complaint is opened to request for capacitor replacement. The capacitor request has been confirmed and shipped into customer's warehouse as spare parts for replacement. The device remain at the customer side, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Remote philips engineer (rse) determined that the capacitor request has been confirmed and shipped for replacement. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has capacitance failure. Device was in clinical use but no reported user or patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.